Manufacturer narrative:
Gore did not receive the explanted device, and the imaging provided to gore indicates the vessel / stent graft were patent after the procedure. A product history review was conducted for the gore® viabahn® endoprosthesis with propaten bioactive surface in this complaint, and the review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Therefore, with the information received provided to gore this investigation is considered complete.

Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to the phr-reviews. Product investigation report conclusion: the specific cause of this complaint could not be determined. Gore did not receive the explanted device, and information regarding the device form was not available. A product history review was conducted for the vsx device in this complaint, and the review of the manufacturing records, including device manufacturing, heparin coatings, and sterilization processes, indicated the lot met pre-release manufacturing specifications. The imaging provided to gore indicates the vessel / stent graft were patent after the procedure. The investigation confirms the subsequent occlusion but is unable to assign cause. There are potential failure modes identified for which cause is possible, but no conclusion can be drawn because evaluation of the device was not possible.

Manufacturer narrative:
As the device remains implanted, no further investigation could be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for a peripheral arterial occlusive disease (paod; stage ii) in the superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that the patient started a walking exercise and doubled the walking distance but gained fluid retention in the legs and pain. It was decided to perform a percutaneous transluminal angioplasty (pta) of the sfa. It was reported that the pta was performed with a 4mm x 12mm balloon, dissection in the proximal sfa and placement of a viabahn-device. The patient had to rest in bed for 16 hours. It was stated that during the procedure the patient was hypertensive, but the tension dropped a bit, but not below a 100mm/hg. Furthermore, heparin was induced during the procedure and a dual anti-platelet therapy (clopidogrel started next to ascal) was applied. Reportedly, about two weeks later the viabahn-device thrombosed.